Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) performed preventive maintenance and tested the device using the hardware test application, no issues were noted. The system functioned as intended when the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.2 failed and not detected on bus. User rebooted and recovered storage space, but issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.